Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the anchor of a silent nite 3d broke off. The patient received the appliance on (B)(6) 2024 and reported on (B)(6) 2025 that the left anchor of the bottom tray broke off on (B)(6) 2025 and discontinued using the device. No information provided if the device was cleaned prior to delivering to patient or how the patient maintained the device. No harm or injury to the patient was reported.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The anchors are broken off of the returned device. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was discolored and non-transparent in areas. General cleanliness - the returned device appeared to have debris or foreign particles root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).